Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR is to include the additional event information received on 3/26/2019. Conclusion: the healthcare professional reported that the 7mm x 21cm g2 stretch resistant complex fill coil (641cf0721/lot# not available) was used during the procedure. The coil was delivered to the target lesion, but it did not conform to the aneurysm shape. When the physician removed the coil, it was straight / stretched in shape. There was no report of patient injury or adverse event. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The device history record (DHR) review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. In addition, without a lot number to conduct a device history record review, it is not possible to determine if the reported failure could be related to the manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size/vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported failure. Positioning difficulty/poor conformability is a known potential issue associated with the use of this device. The target vessel, aneurysm size/shape/characteristics were not known; the shape and size of the aneurysm could be a factor in the reported issue of the coil not conforming to the aneurysm shape. The exact cause of the coil becoming stretched when it was removed cannot be conclusively determined. Coil stretched is a known potential issue associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 7mm x 21cm g2 stretch resistant complex fill coil left the manufacturing facility with the coil being in a stretch condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4).: date of event: the event occurred in 2018, however, the month and date of the event were not reported. Procode is krd/hcg. Physical manufacturer name: codman and shurtleff inc., dba depuy synthes products, inc. ((B)(4)). The product lot number is not available / not reported. The expiration date of the device is not known. Initial reporter information such as first & last names, phone and email address are not available / reported. The device has not been returned. This is indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed the device manufacture date is not known as the product lot number of the device is not available / not reported. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the 7mm x 21cm g2 stretch resistant complex fill coil (641cf0721/lot# not available) encountered resistance friction and was bent during the procedure. There was no report of patient injury or adverse event.